Event description:
Umbilical arterial catheter broke - pulled completely apart - during removal. Second piece of the catheter was retrieved intact from infant. No injury. Product to be returned to MFR for eval.